Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was changed to address the issue. Subsequently, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Additionally, customer received a cartridge alarm (alarm 1). Reportedly, a new cartridge was filled and loaded successfully. The customer's blood glucose was 180 mg/dl.